Event description:
It was reported that cartridge o-ring was damaged while using pump for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer removed pump and used insulin injections, then during support call removed o-ring from pneumatic tap, was advised to clean vents with soft brush and to try new infusion site area, received replacement infusion sets, and later successfully changed cartridge and resumed insulin therapy with understanding that damaged cartridge was unavailable for return.